Event description:
It was reported that a spectrum pump did not infuse. During an unspecified medicated infusion in the intensive care unit, the pump ran for 18 hours, and no fluid was delivered. As a result, the patient experienced a "poor heart rate that required a change of medication". There was no report of medical intervention associated with this event. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was reported that a spectrum pump did not infuse norepinephrine in the intensive care unit. The pump was said to have ran for 18 hours, and no fluid was delivered. It was stated that there were no alarms noted with the device during the programmed infusion and to the best of their knowledge, all the clamps were open on the set. As a result, the patient experienced a "poor heart rate that required a change of medication". When the patient did not respond to the norepinephrine infusion, a second pump was used to deliver vasopressin that resulted in the patient responding favorably and was later discharged. No further information was available at the time of this report. H11:t he device was received for evaluation. During functional testing, "no alarms noted with the device during the programmed infusion" was found that a new infusion of norepinephrine was programmed on june 24, 2024. The initial volume to be infused was 250 ml and the rate was 9.4 ml/hr. And the infusion continued into the reported event date of june 26, 2024. The user facility reported that no alarms occurred on the event date, however review of the history log revealed that three "upstream occlusion!" Alarms occurred on june 26, 2024. A full or partial upstream occlusion could impact flow of fluid. A partial upstream occlusion may not be detected by the pump. Per the spectrum iq operator's manual, page 2-13, "failure to fully resolve partial upstream occlusions and restarting the infusion while still occluded can cause the pump to not re-alarm as expected or to appear to be infusing normally, though it may be infusing at below the programmed rate. This may affect infusion accuracy, resulting in serious injury or death. Therefore, when an upstream occlusion alarm occurs, do not press the key prior to inspecting the IV set line and resolving all occlusion." This issue is being addressed in fa 2021-056, however it cannot be determined if the user cleared the occlusion in the IV prior to clearing the alarm. Evaluation had the flowline run a flow test at a delivery rate of 125 ml/hr at a vtbi of 125 for a one hour run time. The delivered amount was 117.783 and the error percentage was at -5.7736 %. Flowline then ran a second flow test at a delivery of 40ml/hr at a vtbi of 20 for an hour run time. The delivered amount was 19.605 and the error percentage was -1.975 %. The error percentage was more than 5%. The door, hooks, and m2 and m3 springs will be replaced. The pressure travel plate will adjusted should additional relevant information become available, a supplemental report will be submitted.